Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler jaws failed to open after fully firing it for the whole three strokes on the sixth reload, and an incomplete staple line on the fourth firing while having a complete cut line. Unknown how case was completed. There were no adverse consequences to the patient. Additional information requested, but not yet received.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.